Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure exacerbation. The right atrial (ra) lead exhibited undersensing and lead position check failure. The lead remains in use. No further patient complications have been reported as a result of this event.